Event description:
It was reported that after collection hemolysis occurred with 2000 bd vacutainer® k2e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter: sample lysed was observed in the edta 2ml.

Manufacturer narrative:
Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis with the incident lot was observed in the photos. The customer provided photographs indicate significantly underfilled edta tubes. This is considered an off-label use of this product and we recommend that this product be filled to the stated fill volume to assure the proper blood to anticoagulant ratio to mitigate the reported condition (lysis). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after collection hemolysis occurred with 2000 bd vacutainer® k2e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter: sample lysed was observed in the edta 2ml.